Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery to repair a distal radius fracture, the locking screws did not lock. The first attempt to insert the locking screws the screws head was slightly under the plate hole, so the surgeon removed the screws. The second attempt with different screws, again, the screws penetrated the plate. Lastly, the doctor brought the screws to the normal position, and the operation ended tentatively. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No part number information available, therefore unable to report 510k information.